Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the complaint device was discarded by the customer, therefore not returned to depuy synthes and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (10bt89), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that a patient experienced septic infection after acl (ant.cruciate ligament) reconstruction surgery where j&j implants (dynacord x1, speedtrap x4, milagro x1, rigidloop x1, absolute x1) were utilized. The initial acl case took place on (B)(6) 2026. During the case, there was no notable incident observed, all procedures followed hospital policy and the case duration was approximately 1.5 hours. After surgery, patient visited the surgeon for consultation and surgeon prescribed antibiotics and cleaned wound. As situation was not improved, a second surgery was arranged on (B)(6) 2026 to remove all implants and washed the joint with antibiotics. All implants were discarded on (B)(6) 2026. All available information has been disclosed. Report 3 of 8 for (B)(4).